Manufacturer narrative:
The device history record review could not be performed as the lot number is unknown. The device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years post filter deployment patient presented with abdominal pain. Approximately two years later, computed tomography revealed inferior vena cava filter present with unchanged penetration of the cable wall by filter legs. Approximately one year later, computed tomography revealed bard inferior vena cava filter within the infrarenal inferior vena cava. Approximately two years later, it was reported that the bard meridian retrievable inferior vena cava filter was deployed infrarenal at the l2-l3 level. No significant tilt. 4 of 6 primary filter struts perforated the wall of the inferior vena cava, with the anterior strut impinged on or entered the upper portion of right gonadal vein and the posteromedial strut lay near adjacent aorta. No strut fractures or missing components. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.